Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to olympus that there were burn issues on the video processor. This occurred during maintenance. There were no reports of a delay or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 07/03/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the due to failure of the printed circuit board, no output from serial digital interface-1 or 2. However, a definitive cause could not be determined. Olympus will continue to monitor field performance for this device.